Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the no flow alarm did not alarm as expected. They stated that it failed to alarm but did not specify if it was the no flow in or no flow out alarm. When the pump was returned to mmdg for evalution, the no flow alarms did operate as expected, but the load set alarm failed to alarm. The initial reporter stated that the complaint had occurred during testing and had not had any effect on a patient. [Complaint-(B)(4)].